Event description:
Related manufacturer reference number: 3006705815-2023-01672, 3006705815-2023-01673. It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was moved up higher to address the issue. Prior to the procedure, they noticed the leads had migrated, the patient is still getting adequate relief where they are currently placed.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.